Event description:
It was reported the healthcare professional (hcp) interrogated the patient's pump to do a refill and saw the pump was in safe state. The pump logs were read and indicated a battery failure. A low battery reset occurred. The safe state did not occur while updating the pump nor was flex bolus in use. There was no electromagnetic interference or magnetic resonance imaging (MRI) associated to the safe rate. No other troubleshooting, interventions or other actions were taken. There were no patient symptoms reported and the patient's caregiver reported no obvious change in spasticity. The patient was reported to have recovered without permanent impairment. The pump was used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).